Event description:
A journal article was reviewed which contained information regarding this device. Multiple patient deaths were noted; however, a one to one correlation could not be made with unique device/serial numbers. There was no reported correlation between the device and the patient deaths. A cause of death was requested and not received.

Manufacturer narrative:
2014-01-08, nykole starks, rn, bsn: this information is based entirely on journal literature. All information provided is included in this report. This event occurred outside of the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The date of death has been requested and not received and is an estimate. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: morphology of far-field electrograms and antitachycardia pacing effectiveness among fast ventricular tachycardias occurring in ICD patients: a multicenter study. Journal of cardiovascular electrophysiology,. 2013;24(12):1375-1381. (B)(4).